Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation code was added: 10 and 4109. H6: investigation findings code was added: 213. H6: investigation conclusions code was updated. H10: narrative/data was updated. Zimvie received the reported device for evaluation. Visual evaluation was performed, the implant has signs of use, and slight wear however no damage to the implant was identified that would cause or contribute to the event. Markings due to the removal process. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided . G4: additional PMA/510(k) number ¿ k101880. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient presented with pain on the implant at tooth site #2. It was noted that the implant was also loose and was removed.